Manufacturer narrative:
A ge service rep performed an on site investigation. Several circuit boards were replaced. The collimator was calibrated and centered. The system was then found to be operating as intended. This incident may have resulted in a possible accidental radiation occurrence.

Event description:
The customer reported the system displayed an error code message. No report of patient or staff injury.